Event description:
It was reported patient underwent elbow arthroplasty revision on (B)(6), 2004. Subsequently, patient now needs revision of the bi-axel and bushings due to unknown reasons. Revision surgery is currently not scheduled.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the upcoming revision, which is loosening of the custom implant. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number nine states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity".

Manufacturer narrative:
Explant date - device remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the compoennets or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure. The surgeon is to be thoroughly familiar with the implants and instruments prior to performing surgery." The user facility was notified of the event on (B)(4), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Event description:
It was reported patient underwent elbow arthroplasty revision on (B)(6), 2004. Subsequently, patient now needs revision of the bi-axel and bushings due to loosening of the implant. Revision surgery is currently not scheduled.